Event description:
It was reported that between 09aug2024 - 11aug2024, log files contained a few low flow estimates as well as sustained low flow hazard events. Backup battery not installed was seen just prior to the controller reset. From 01jan2000 - 16sep2024, the system controller was powered back on without a pump connected before it is briefly connected/disconnected from a pump and shutdown. The system controller clock was also synched during this time.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section b3: corrected, section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of a backup battery not installed alarm and system controller exchange was confirmed via the submitted log files. On (B)(6) 2024 at 13:13:34, the log files capture backup battery not installed alarms consistent with the backup battery being disconnected. The next logged data at (B)(6) 2000 00:00:00 with controller clock corrupt alarms due to the system controller clock not being set. This series of events is consistent with the system controller being exchanged as both power cables were disconnected while the backup battery was disconnected. The system controller is then connected to a different lvad motor for the remainder of the log file. From (B)(6) 2000 00:00:06 ¿ 00:00:22, (B)(6) 2024 11:21:52 - 11:41:42, power is briefly restored to the power cables and the pump returns to expected operating speeds before the driveline is disconnected for the remainder of the log file. There were no other notable events captured on the reported event date in the log file. Multiple attempts were made to obtain additional information regarding cause for the system controller being disconnected, any product exchanges, product returns, status of the patient, and if there is a system controller currently in use by the patient; however, no additional information has been provided, and to date, no product has been returned for further analysis. The secondary lvad motor, serial number (B)(6), the system controller is connected to is a demonstrative pump. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 instruction for use (rev. A) was available for use at the time of the event. Section 2, entitled ¿system operations¿ provides instruction on how to exchange a system controller, and advises the user to have a caregiver present during a system controller exchange and/or to call a hospital contact if instructed. The heartmate 3 patient handbook (rev. D) which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.